Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that fifteen (15) years, three (3) months post-implantation of this 23 mm bioprosthetic aortic heart valve, a 23 mm transcatheter valve was implanted (valve-in-valve) due to unknown reasons. No additional details were provided.

Manufacturer narrative:
(B)(4). Aortic regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration, which can encompass multiple failure modes. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this surgical valve had a transcatheter valve implanted due to moderate stenosis (mean gradient = 29 mmhg) and 2+ regurgitation. As reported, the patient presented with chest pain and underwent implantation of a transcatheter valve. Tee revealed trace perivalvular leak; however, this leak appeared to be coming around the original prosthetic valve that had been seen earlier. There were no reported complications and the patient was transferred to the CT ICU in satisfactory condition.